Event description:
It was reported the pump would intermittently not charge. Customer's blood glucose reached 180 mg/dl. Reportedly, the customer declined troubleshooting with tandem technical support.